Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. The patient was asymptomatic as a result. The patient's device was reprogrammed.